Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of noise noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found no anomalies.